Manufacturer narrative:
Product event summary: it was confirmed that the output connector assembly was broken. It was additionally found that one case screw was contaminated, and there were previous errors in the log data.

Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator (epg) were broken. The epg was returned to service. There was no patient involvement.